Event description:
Imaging tech was attempting to remove q-syte from nexiva IV catheter in order to complete IV. Contrast injection (as q-syte adapter is not pressure rated). Q-syte would not come off of nexiva pigtail. Staff report difficulty removing these in the past as well but this one would not come off and patient had to have an IV placed for contrast.